Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for spinal pain. It was reported that their programmer and their recharger displayed the poor communication screen. They last recharged their ins fully a couple weeks prior to the report. No symptoms were reported. They were redirected to follow up with their doctor to check their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient met with the manufacturer¿s representative for the communication issues and were unable to provide any additional information on the event.